Manufacturer narrative:
No report of patient involvement. A ge healthcare biomedical engineer discovered during planned maintenance of the system that the exhalation pressure was higher than expected. The exhalation valve weight seat was replaced which resolved the issue.

Event description:
During planned maintenance, ge healthcare biomed noted that the airway pressure was higher than expected. There was no report of patient involvement.